Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaints. However, possible factors that may contribute to the difficulty positioning the bdc over the guide wire may include, but not limited to, manufacturing damage, device placement technique, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. Additionally, based on the reported information, it is possible that the patient¿s anatomical morphology, patient disease state, device placement technique and angulation of the iliac bifurcation can contribute to the reported difficulty removing the device from the anatomy and flexibility/stiffness of the device during use; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Date of event estimated. The UDI is unknown because the part/lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported in a general comment that the physician has been using the armada family balloon dilatation catheter (bdc) in sizes 14, 18 and 35 for a period of time. It was noted that the armada 35 bdc was very stiff at the tip. Flexibility is not what they expect it to be as during cross overs, the armada catheter does not follow the guide wire and gets stuck against the vessel wall. Due to the stiffness the armada causes problems in getting through tortuous areas. There were cases when they went across the ilica and the balloon was difficult to get over even when a .035 guide wire was used together with a .035 balloon. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.